Manufacturer narrative:
(B)(4). G2. Australia. Confirmed the broken k-wire on images. Per the risk files associated with this device, this event is not likely to cause or contribute to a serious injury if it were to recur. Based on the investigational findings, this event has been logged into our database to monitor and identify potential trends per internal procedures.

Event description:
It was reported the k-wire snapped whilst over drilling with 3.5mm cannulated drill. Distal portion of the k-wire remains in situ since the tip could not be retrieved. A new k-wire was used to insert the monster screw to complete the procedure. There was no delay in surgery and reports of serious injury. No further information was provided.